Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported symptoms of bleeding, but the patient stated she was not in any pain. Actions/interventions were noted as the reminder of the extension was coiled up and a clean sterile bandage and tegaderm were placed over it. The patient was scheduled for a lead revision on (B)(6)2016. Neither the patient nor her daughter knew how the issue occurred. The daughter stated she went into the bathroom to check on the patient, who was on the toilet, and saw ¿a lot of blood¿ and the external neurostimulator and bandages on the floor. The device issue had been resolved.

Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components: product ID: 3095, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient lead extension broke and she wanted to know if there was a way to re-attach. The rep was told that the extension would need to be replaced. No impedance measurements were taken.